Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. Based on the information provided, a definitive cause for the reported difficulty with the lever could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue or suture caught in foot. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the lever did not open all the way during step 1. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 15f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.